Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies were not detected on the bus. A field service engineer (fse) reconnected all the connections, tested the drawer and confirmed that the issue was resolved. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary cubies 1_6 in the third drawer were not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the drawer, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.